Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bilateral e-nsm. Event description: "when device is using e-nsm procudere.", "when device is using after 30 minutes pass, gas began to leak from the trocars; the black plastic part of the seal inside two trocars had torn. They fitted the trocars with plastic gloves to continue the procedure. The doctor struggled greatly with the remainder of the case." Additional information received from field team on (B)(6) 2026 by mail: yes correct, leaked from sleeves. Intervention: they fitted trocars plastic glove. Patient status: good.